Manufacturer narrative:
A steris service technician arrived onsite to inspect the 4085 surgical table and found there was no power to the table. The technician plugged the table into the ac outlet at the facility and observed a low battery on the hand control display screen. The root cause of the reported event can be attributed to the low battery charge and the table not being connected to ac power at the time of the event. The 4085 surgical table operator manual (4-5) states: "steris 4085 general surgical table is equipped with intellipower dual power system. The table is powered either by facility power or by internal batteries. Batteries require recharging on a periodic basis depending on frequency of table usage. Low or discharged battery conditions are indicated by half filled or empty battery icon on the hand control (refer to figure 4-4 and section 4.2.2, hand control lcd display description) and some or all green diode bars on power panel led display are off." The technician kept the table plugged in overnight to allow the batteries to fully recharge. Following recharging the battery, the technician tested the table, confirmed it was operating according to specification, and returned it to service. A steris account manager offered in-service training on the proper use and operation of the 4085 surgical table, specifically charging the table's batteries; however, the user facility declined. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure their 4085 surgical table would not respond to hand control commands to level the table. Facility personnel utilized the override control system and plugged the table into the ac outlet resulting in a procedure delay. The procedure was completed successfully. No report of injury.